Manufacturer narrative:
H3 other text : device at third party service center awaiting evaluation.

Event description:
The manufacturer received information alleging a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleges fire. No further information is available. There was no report of patient harm or injury. There was no report of medical intervention. The device has been returned to a third-party service center for evaluation, but the investigation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.